Event description:
On (B)(6) 2015, a customer reported unexpected negative results when testing a patient sample with capture-r ready-screen (3) (crrs3) on the galileo echo, when tested on (B)(6) 2015.

Manufacturer narrative:
Pi lab confirmed the reactivity of the fyb antigen on cells I and ii of retention capture-r ready screen (3) plates lot r573 using retention anti-fyb lot 613021 (neat). Controls performed as expected and all fyb positive cells tested were positive as expected results. Retention product performed as expected. A service call was made. No issues were found on the customer's instrument. Immucor technical support connected to the customer testing instrument using a remote electronic connection method on (B)(6) 2015.